Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A device lot history review is pending. B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. Additional reporter: baxter. Baxter complaint number: (B)(4). (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a spiros connector that experienced no flow during use. The event occurred on an unspecified date. It was stated, ¿pharmacy technician from epic pharmacy lismore emailed baxter compounding services on 10 mar 2025 to report another patient with the same issue of unusable methotrexate syringes with spiros connector ancillary attachment. This report involves an unknown quantity of methotrexate 10mg syringe for patient tpm (same batch as complaint (B)(4) ). Refer to (B)(4) for earlier reports. Customer reported that patient tpm's general practitioner (gp) injects the patient on fridays and "had trouble injecting the first syringe not plunging and had disposed of no photo and the 3rd injection which is the photo¿s attached". There was no report of patient injury or medical intervention as a result of this event. The actual sample was discarded by the customer, however photographs have been provided for investigation. Baxter compounding services product: methotrexate (dbl) 10mg in 0.4ml with spiros connector, spiros connector code ch2000spc, batch 12718034." Update: the spiros adaptor stock the baxter compounding site hold on-site is stored in the temperature-controlled room temperature storeroom along with other compounding components and room temperature drugs. The event occurred during use / attempting to administer. Customer reported that patient¿s general practitioner (gp) injects the patient on fridays and "had trouble injecting the first syringe not plunging and had disposed of no photo and the 3rd injection which is the photo¿s attached".

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.